Event description:
A customer from (B)(6) reported a misidentification of an escherichia coli for two urine samples from one patient, as shigella group in association with the vitek® 2 gn test kit (lot 2410217403) . The customer reported that the samples were collected from mid-urine and a nephrostomy on (B)(6) 2018, and the patient was without antibiotics. The samples were tested on (B)(6) 2018 with the gn card, which gave results of shigella group 97%. The customer then performed a shigella antisera (serological) test and the results were negative. Testing with the vitek ms gave a result of escherichia coli 99%. The sample was sent to the cdc reference lab for testing. The results were non-shigella and shigella antisera negative. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) reported a misidentification of an escherichia coli strain from a patient's urine sample, as shigella group in association with the vitek® 2 gn test kit. An internal biomérieux investigation was performed. The customer did not submit the patient strain for evaluation. Three lab reports for this patient were submitted. One lab report showed a very good identification of shigella group and two showed an excellent identification. There were multiple atypical negative reactions for an identification of e. Coli according to the gn knowledge base. For this patient, each lab report showed the following atypical negative reactions: 4010090256: six atypical negative reactions (dman, dsor, agal, phos, ldc, bgur) 4010260323: seven atypical negative reactions (bgal, dman, dsor, agal, phos, ldc, bgur) 4010260598: eight atypical negative reactions (bgal, dman, dmne, dsor, agal, phos, ldc, bgur). Atypical negative reactions can indicate a strain with decreased viability, user set up error or an atypical strain. Without the strain it is not possible to further evaluate the cause of the misidentification. Note: escherichia coli is closely related to shigella. The gn lab report prints the message, "confirm by serological tests" for any identification of shigella species. Vitek 2 gn card lot # 2410217403 and 2410283403 met final qc release criteria. These lots passed qc performance testing.